Event description:
Reporting status: death/medical intervention. Reporting rationale: death/arrythmia and cardiogenic shock requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that prior to a planned coronary artery bypass graft procedure, the patient was admitted for a left internal carotid artery stenting procedure, involving an rx acculink (captured under incident #). The patient was subsequently brought emergently to the cardiac catheterization laboratory both for hemodynamic monitoring and placement of a heart catheter, as well as for possible percutaneous intervention of the left main artery. Prior to the procedure, it was noted that the patient was in congestive heart failure with pulmonary edema. It was felt that the patient was at high risk for surgery, so a xience stent was placed in the left anterior descending artery. Eight days postprocedure, the patient underwent additional cardiac intervention. Nine days postprocedure, the patient was diagnosed with acute renal failure and cardiogenic shock. Due to the patient's declining status, the patient's status was changed to 'do not resuscitate'. Thirty one days postprocedure, the patient died. Cause of death: renal failure, cardiac arrest, coronary artery disease, aortic stenosis. Manner of death listed as from natural causes. No additional event or patient information is available.

Manufacturer narrative:
A second device, rx acculink carotid stent system, has been reported under MFR number 3004742046-2009-00006.